Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided magnesium normal range 1.8-2.4mg/dl, critical <1.0 mg/dl or >4.9 mg/dl) initial result = 6.7 mg/dl, repeat result = 1.9 mg/dl, repeat result on another instrument = 1.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section h6 and section h4 mfg date - inadvertently left off the b, c, d codes and mfg date from the previous report.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided magnesium normal range 1.8-2.4mg/dl, critical <1.0 mg/dl or >4.9 mg/dl) initial result = 6.7 mg/dl, repeat result = 1.9 mg/dl, repeat result on another instrument = 1.9 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following results were provided: (customer provided magnesium normal range 1.8-2.4mg/dl, critical <1.0 mg/dl or >4.9 mg/dl). Initial result = 6.7 mg/dl, repeat result = 1.9 mg/dl, repeat result on another instrument = 1.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative performed extensive troubleshooting of the architect c4000 processing module in an attempt to resolve the issue. During that troubleshooting service deemed the filter, water bath (rohs) the likely cause for the discrepant magnesium results due to the part being contaminated/dirty. The filter, water bath (rohs) filter was replaced resolving the issue. The module function was verified with a control run. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The field service review for the architect c4000 processing module, serial number (B)(6) found no additional discrepant magnesium results were reported post the current event was identified. A review of tracking and trending did not identify any trends for the filter, water bath (rohs) filter or the architect c4000 processing module. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.